Event description:
The consumer was sitting at the kitchen table when the chair allegedly started to drive on its own into the sink, table, and into the wall. The consumer allegedly sustained cuts and bruises when she hit her head on the hearth of the fireplace. No serious injury is alleged.

Manufacturer narrative:
User reportedly had been sitting in their chair, and the chair reportedly started driving on its own. User reported they were treated at the hospital and released with bumps and bruises. Unclear how the mechanical switch toggled itself on, if the device was indeed powered off. Additionally, dealer had performed service on the chair prior to the alleged incident. Nature of complaint suggests a potential service error. MDR filed as a conservative measure.